Manufacturer narrative:
The lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The support manager application (sma) visited customer site and reported that the doctor completed eight (8) intralase flap treatments and completed the intralase physician flap/ring certification requirements. Both doctor and technician completed the online intralase training module on amo advantage website. The doctor performed seven (7) conventional lasik treatments and one (1) customvue lasik treatment. Per sma, the noted suction loss was due to patient movement. Per sma, there was no patient injury and no loss in vision reported. Sma reported the following values on the femtosecond laser (concomitant product): temperature: 66 and humidity: 42 on (B)(6) 2016. Delta z = 0 at 100 um, 200 um, 300 um, and 400 um. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a suction loss occurred during raster pattern on a patient's right eye (od) with an intralase patient interface (pi) after the laser fired. The doctor re-attained suction with the same pi and successfully completed flap creation and excimer treatment. No patient injury reported and no patient treatments delayed or cancelled. It was reported that the suction loss was due to the patient movement.